Manufacturer narrative:
G4: 18mar2020. B4: 19mar2020. The manufacturer's field service engineer (fse) confirmed the reported issue. Multiple attempts were made to obtain the repair information. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jan2020.

Event description:
The customer reported nav-ring not working. There was no patient involvement.

Manufacturer narrative:
Manufacturer date: 23 march 2020 date reported: 25 march 2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.